Event description:
Caller reported a malfunction on the pump. Tandem technical support provided pump reset information and assisted with resetting the pump. The malfunction code did not recur after resetting, allowing the customer to continue using the pump. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer attempted to address their elevated bg by a manual insulin injection. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released from the ER later that same day,